Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 63, pump error 54, and pump error 3 alarms occurred during testing. A review of the pump history file shows on (B)(6) 2023 at 03:52 the pump alarmed: faultnumber = (54); linenumber = (B)(4) ; filenumber = (B)(4): this is the sw defect. It is caused by the gap between the dma down counter going to 0 (zero) and the usart transmit complete interrupt. Faultnumber = (3); linenumber = (B)(4); filenumber = (B)(4): pio high was not raised during the expected time-out (100 milli sec) or the ack wasn't received during the time-out (100 milli sec). This is a consequence of pe 54. Additionally, on (B)(6) 2023 at 09:41 and 09:44 the pump alarmed: faultnumber = (63); linenumber = (B)(4); filenumber = (B)(4); variableinfo = 3: caused by a broken trace at pin 6 (sda) of u1 on the keypad assembly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, missing serial number label, end cap address label fading, and pillowing keypad overlay. Pump error 63 alarm is confirmed due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Pump error 54 alarm is confirmed due to a software error. Pump error 3 alarm is confirmed due to pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the main arm cannot communicate with the motor arm (pump error 3) and hal software error detected (pump errors 54). Troubleshooting was performed and found that hardware low level failures (pump error 63), the alarm cleared and pump had not requested for rewind and self-test did not passed. Also the error log indicated that the pump should be replaced. No harm requiring medical intervention was reported. The customer discontinue to use the device and the pump will be returned for analysis.